Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had an extreme low of 41 mg/dl in the night. The threshold suspend alarm went off and the customer was unresponsive. The customer was treated with glucose tablets and the blood glucose was stabilized. The caller declined helpline assistance. The insulin pump was not returned or replaced.